Manufacturer narrative:
All available information was investigated, and the reported arm positioner resistance and clip jumping were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the causes for the reported arm positioner resistance and clip jumping could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the triclip preparation (tcds0305-xtw; 50317r1012), resistance was observed at arm positioner during the function test. It resulted in clip to jump open. Troubleshooting was performed and still the issue persisted. The clip was replaced with another device to complete the procedure. The tr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.